Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, crt-d, implanted (B)(6) 2011; 419678, lead, implanted (B)(6) 2011. (B)(4).